Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm after battery change. The customer's blood glucose was unknown at the time of incident. The customer stated that none of the buttons were working. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.